Event description:
The company received information that suggested that the pilot balloon deflated after a few days while the tube was in patient use. The customer reported that the patient was re-intubated and that there was no harm to the patient. The customer reported that they will send the sample for further evaluation.